Event description:
Information received reported that the left siderail was not latching. No injury reported.

Manufacturer narrative:
Technician found the left siderail was not latching due to bent latch plate. Replaced latch plate for resolve this issue. Bed located on first floor.